Event description:
It was reported that the patient was supposed to get the pump refilled on (B)(6) 2014, but could not find a healthcare provider (hcp) to refill the pump. The patient had not used the personal therapy manager (ptm) in hopes of extending the time before the pump ran out. As a result of not finding a managing hcp, the pump went dry. The pump had been alarming every 10 minutes for the past 2 weeks and the patient had been going through withdrawal since (B)(6) 2015. Telemetry had not yet been performed. The withdrawal symptoms included hallucinations, throwing up a lot and not being able to breathe well. The patient ended up at the emergency room (ER) in (B)(6) 2015. It was stated that the patient recently relocated from (B)(6). Troubleshooting was limited due to lack of access to product and/or patient. No hcp would see her because they didn¿t implant the patient or they weren¿t taking new patients. The patient was continuing to try and find a provider. The patient was told that if she made it back down to (B)(6), they would fill her pump. The type of medication being delivered via the device system was morphine. No outcome was reported regarding this event. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).